Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): olympus will continue to monitor the field performance of this device. "Should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage". The most probable cause of the complaint is cause traced to component failure.

Event description:
It was observed that during the device evaluation, the camera head exhibited a failed leak test. There were no reports of patient involvement.